Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient underwent a lead revision (related manufacturer reference number:(B)(4)). Durning the procedure, the l4 lead was unable to be explanted; therefore, the lead was unplugged from the ipg and left in the anatomy.